Event description:
The pt was undergoing intracranial atherosclerosis treatment of a lesion in the right middle cerebral artery, the anatomy was severely tortuous. The guidewire accessed the lesion without any difficulties. As the balloon was advanced over the guidewire and crossed the ophthalmic artery, bleeding was observed on angiography. The pt was treated for vessel perforation, no other info was provided.